Event description:
Rn answered the call bell to find the line disconnected and a small amount of blood and possibly small amount of chemotherapy noted on the ground. Tubing had become disconnected from the spiros cap at the lowest port on the chemo tubing. Port clamped, hub cleansed appropriately and flushed. Charge nurse notified. Spill contained and cleansed per chemo spill kit guidelines. Patient bathed. Environmental health and safety notified and cleaned floor again. Amount of cytarabine remaining to be infused in cytarabine bag was 236.8mls and approximately 30mls in the tubing. Doctor was notified. Ok per doctor. To start new bag of cytarabine that is available on the unit and was due to be started. New tubing prepared and chemo restarted with oncoming rn. Post event: tubing disconnected at spiros site where connected to chemo tubing. Upon exam when rn attempted to reconnect tubing to the spiros, spiros did not click and could be pulled apart from tubing. Tubing saved in chemo bin.